Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 6 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient was being worked up for a valve in valve procedure. The mode of failure is stenosis and central regurgitation. An intervention date is not yet scheduled.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u thv IFU was reviewed. Warnings include: 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism', 'valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation'. Potential adverse events note: 'exercise intolerance or weakness', 'valve stenosis', and 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for stenosis and central regurgitation were confirmed based on the medical record. A review of the DHR, lot history and compliant history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 4 years and 6 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient was being worked up for a valve in valve procedure.' The provided medical record indicates mild to moderate aortic regurgitation, an av mean gradient of 48 mmhg, and an ava vti of 0.7 cm2. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause is unable to be determined at this time.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, it is possible that stenosis prevented the leaflets from proper coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. However, a definitive root cause could not be determined. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 6 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient was being worked up for a valve in valve procedure due to increased gradients. An intervention date is not yet scheduled.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 6 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient was being worked up for a valve in valve procedure due to degeneration. An intervention date is not yet scheduled.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records being received. The following sections of this report have been updated or corrected: b4, b5, b7, d4, g3, g6, h2, h6, h11.